Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the medical adhesive had been applied at the distal end of the right ventricular coil and was within specification.

Event description:
It was reported that during the implant attempt, the right ventricular lead had superficial defect noted on the distal portion of the lead near the ring electrode. It appeared to be silicone flap. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.